Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer during routine check that cs300 had low battery, was not working on battery. There were no battery alarm. There was no patient involvement.